Event description:
It was reported that during a treatment with an iontophoresis patch, the patient felt faint and was admitted to the emergency room. The therapy or modality performed before the treatment was ,bilateral upper extremity progressive resistive exercises, stretching, manual massage, combo us (50%), 1m hz, 1.0w/cm², with hvgs x 10 minutes. The patients diagnosis was left shoulder impingement / tendonitis. The treatment date was october 30, 2014 and it was the third treatment with the iontophoresis patch. The compound used was dexamethasone, concentration was 0.4%, the amount used was approximately 1ml. The compound was put on the negative side with saline on the positive side of the patch. The mode used was 4ma, and the treatment was approximately 2 minutes and the electrode was worn for less than 10 minutes. The patch was applied to the patient by a health professional. The patient reported a higher prickly needle feeling. The patient then became dizzy and flushed. It was reported that her heart was racing; the patient thought she was going to pass out. Her blood pressure was 158/96 and heart rate was 90; this is reported to be high for her. The ems arrived. The patients EKG was normal, the reason for these symptoms were unclear, the patient agreed to go to the emergency room. On (B)(6) 2014 the patient called and informed the clinic that she had been admitted to ER cardiac arrhythmia (unknown etiology) for 2 days.

Manufacturer narrative:
The patch was not returned for analysis. The device was returned and operated within specifications with no failures.